Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date with competitor product. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. All components were removed and replaced with biomet product. Patient was further revised on (B)(6) 2015 due to instability. The liner and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date with competitor product. Subsequently, patient was revised on (B)(6) 2014 due to unknown reasons. All components were removed and replaced with biomet product. Patient was further revised on (B)(6) 2015 due to instability. The liner and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.